Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer delivered the incorrect insulin amount via a bolus due to entering the incorrect amount of carbohydrates. Additionally, the customer used supplies for more than the labeled 48 hours. The customer's blood glucose (bg) level subsequently increased; however, no bg value was provided. A correction bolus was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.